Manufacturer narrative:
H4: the lot was manufactured from october 05, 2022 to october 06, 2022. H10: two (2) actual devices and a photograph were provided for evaluation. The devices were received partially filled with a solution. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported condition. The fill port connector caps were removed and no issue was observed of both samples. The photograph was reviewed and a polymeric appearing fiber and a white elongated curved polymeric appearing particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a filament particle in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.